Event description:
It was reported that three eyelets broke inside the pt and were not retrieved, not secured. The eyelets broke upon impacting the silver pin. The eyelets were left in the drill hole unsecured. The procedure was open rotator cuff repair. Surgical outcome was transosseous fixation instead of anchor fixation. A delay of more than thirty minutes occurred relating to the event. No pt information was available. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the distal implant (laser line) is flush with the surface of the pilot hole. This is the first complaint of this type for this part/lot combination. The potential causes of this event were being communicated to the event reporter.